Event description:
It was reported that water leaked from the device after cement mixing and prior to injecting. Water leakage occurred after five turns with the delivery device. The procedure was completed with the same/like product and a resulting delay of three minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
The confidence 11cc spinal cement system was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence cement system was conducted on the product family based on similar design and functionality. This analysis found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systemic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.